Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was not removing air from the cartridge during the load sequence, loaded cold insulin into the cartridge and was overfilling the cartridge. Tandem technical support educated the customer that this is off label. The customer continued to use the existing cartridge. Customer¿s blood glucose level was 143 mg/dl.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Cold insulin the cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. Over filled per tandem's user guide: the single-use disposable cartridge can hold up to 300 units (3.0 ml) of insulin. Air removal the tandem pump user guide instructs the user to remove any residual air from the cartridge. H3 other text : device not returned.